Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet touchscreen was unresponsive despite cleaning, wake-button recalibration, charging, and full battery depletion, and the user transitioned to multiple daily injections; the device was replaced. Symptoms included hyperglycemia with readings up to 347 mg/dl, dry mouth, headaches, and hallucinations. Outcomes included use of subcutaneous insulin via pen and no medical intervention or hospitalization. Investigation included troubleshooting steps, user video request, third-party attempts, and assessment while on charger and inspection of the returned device. Investigation of this device revealed a suspected touchscreen malfunction of the display/touch component, with functionality not restored after resets and power cycling. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the capacitive touch interface.